Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer reports that the chamber on the pump is not fully closing the tubing set because the tubing set will leak fluid out of the distal end. Customer also reports the unit has a flow rate inconsistency. Customer states that when the flow rate knob is set anywhere up to 39%, it is correct, but when the customer turns the knob to 40%, the pressure is similar to 100% flow rate.